Event description:
Failed left total hip implant. Dates of use: 2008 - 2009. Diagnosis: left hip osteoarthritis. Components explanted. Zimmer 54mm acetabular shell and zimmer 48mm metasul modular head with standard neck adaptor.